Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that the screen of their liberty select cycler was distorted, flickering, and dim during setup for pd treatment. The patient tried rebooting the cycler, but the screen continued to be distorted. The screen brightness was set to 10. The cycler power cord was securely plugged into the wall outlet on one end, and securely plugged into the back of the cycler on the other end. The patient stated the issue had been occurring for the last few days. The patient was able to complete their last two consecutive treatments on the cycler. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient stated they would perform manual pd therapy in the absence of a properly functioning cycler. It was confirmed that the patient knew how to perform manual pd therapy, or continuous ambulatory pd (capd) therapy. Upon follow-up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment on the cycler. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no particulates around the catch post area or within the cassette compartment, and there were no burrs or sharp edges in the cassette area. The functional/display test failed. The screen was confirmed to be dark. The screen was dim and flickered, having distortion randomly. During investigation, it was determined that the inverter board transformer was failing. The t1 transformer was shorted and had discoloration. A known good inverter board was installed and the failure was verified. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed. During the DHR, it was discovered that the screen was replaced due to a black screen sent to rework and the front panel was replaced. This is a related issue to a blank screen. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.